Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s drg lead at thoracic level t1 migrated in the epidural space (confirmed on x ray). As a result, surgical intervention was undertaken wherein the t1 lead was explanted and replaced with another lead. Reportedly, therapy was restored post-operatively.